Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes had no negative pressure in the tube. The following information was provided by the initial reporter. The customer stated: the nurse punctured successfully and the blood returned well, but found that the vacuum blood collection tube had no negative pressure. The patient was immediately removed the blood collection needle, replaced the vacuum blood collection tube, and punctured again afterwards, the blood collection was successfully completed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed, all tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. H3 other text: see h.10.